Event description:
It was reported that the patient was hospitalized from (B)(6) 2023 due to fluid overload. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2023 with a diagnosis of fluid volume overload (fvo). It was determined that the patient had a non-functioning pd catheter (not a (B)(6) product). This was assessed to be the cause of the patient¿s fvo. The patient¿s pd catheter was replaced. The patient did not complete pd therapy during the hospitalization. The patient was discharged on (B)(6) /2023 with a reduced fill volume. The patient¿s fill volume was changed from 2,200ml to 750ml. No further information related to the hospitalization was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). File #: c-1098581, ce00134989.